Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's right heart failure developed sometime after the left ventricular assist device (lvad) was placed. The patient exhibited increased pressor requirements and an elevated lactate levels. The patient was cannulated on peripheral venoarterial extracorporeal membrane oxygenation (va-ECMO).

Event description:
It was reported that on (B)(6) 2021 the patient underwent an abdominal ultrasound, a chest computed tomography (CT) scan, and an abdominal/pelvic CT scan. Their pump speed was increased from 4800 rpm to 5200 rpm and the patient tolerated well with flows in the 1.5-2 l range. The abdominal ultrasound was compromised by limited acoustic windows and a portion of the left hepatic lobe was not insonated. The doppler portion of the study confirmed all major hepatic vessel patency. Slow monophasic hepatic arterial flow was a manifestation of the patient's recent extracorporeal membrane oxygenation (ECMO) placement. Cava and pulsatile portal venous flow findings were compatible with severe right heart dysfunction. There was no biliary ductal dilatation and hepatic echogenicity was normal. It was noted that a small volume of sludge within an otherwise normal-appearing gallbladder was present, with periportal edema, scant right subhepatic space ascites, and a right pleural effusion. The size of the right kidney was normal at 10.5 cm, but the kidney was slightly echogenic when using pyramids as an internal control. This was a nonspecific finding of renal parenchymal disease. A subcentimeter right interpolar cyst was incidentally noted. The pancreas was not imaged. The chest CT found thrombus extending from the aortic annulus to the sinotubular junction at the level of left coronary cusp measuring 2.7 x 2.6 cm. Extension of this thrombus was seen into the left main coronary artery. There was known 1.7 cm right ventricular thrombus. Subocclusive thrombus was seen within the right internal jugular vein around the central line. Complete right lower lobe collapse was suggestive of mucus plugging/aspiration. The abdominal/pelvic CT scan found multiorgan infarcts from the cardiac thrombus. Diffuse ileus was noted. Given the multiorgan embolic infarcts and high lactate level, there was a high degree of concern for ischemic bowel, although there are no direct features. Anasarca was noted. Due to the large amount of clotting present and degree of ischemia, medical staff discussed with the patient's family and determined to initiate comfort measures and withdraw care. The patient passed away on (B)(6) 2021. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.